Event description:
It was reported that, during blood infusion of the patient, the rapid transfuser lines stopped functioning, resulting in no flow to the patient. Reporter stated that the patient required immediate troubleshooting to restore flow, and that significant force was required to spike the blood product bags. Additionally, the reporter alleged that the tubing frequently back flowed into the opposite line despite being clamped. There was a delay in therapy. No symptoms were reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D9 - date returned to mfg : 10/29/2025. One device was returned for analysis. Functional and visual tests were done, but the reported issue could not be duplicated. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.